Event description:
Complainant reported that a charite disc was poorly positioned due to poor exposure. Three days later, a second surgery was done to reposition the prosthesis. All instrumentation functioned properly during both surgeries. The event as reported was not attributed to the device. Depuy spine has decided that any event tht results in the need for re-operation for any reason following the implant of the charite artificial disc will be documented as a product complaint. As a result this event is being documented as a complaint and will be reported as an adverse outcome to the FDA.